Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding a 23mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the pusher of the commander delivery system was not pulled back before deploying the valve. When the issue was noticed, the balloon inflation was immediately stopped, rapid pacing also stopped and the inflation syringe locked with approximately 2ml already inflated. The partially inflated valve moved over the commander delivery system and came out of the native annulus once the pusher was pulled back. But it was possible to reposition the valve onto the balloon using the pusher. After several unsuccessful attempts to recross the native annulus with a buddy balloon due to the flared shape of the valve, it was decided to implant the valve in an optimal section of the descending aorta. A second 23mm sapien 3 valve was prepared and successfully implanted in the aortic valve. The patient was stable during the procedure.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review. Imagery was provided by the complaint site and the following observation were made: valve was partially inflated, and the flex tip was not pulled back to the triple markers, which could subsequently lead to thv movement on balloon, as reported. The reported event was confirmed empirically based on procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, during procedure, the pusher of the commander delivery system was not pulled back before deploying the valve. When the issue was noticed, the balloon inflation was immediately stopped, rapid pacing also stopped and the atrion locked with approximately 2ml already inflated. The partially inflated valve (flared) moved over the commander delivery system and came out of the native annulus once the pusher was pulled back. In this case, the flex catheter tip/pusher was not retracted prior to valve deployment, so it could prevent the proper expansion of inflation balloon, leading to partially expanded valve. Since the valve was partially expanded valve at the inflow side, it could cause the thv to move on balloon when the user attempted to correct the issue. Per training manual, verify the flex tip is on triple marker to ensure full inflation of balloon during deployment and ensure stability of delivery system during thv deployment. As such, available information suggests that user error (flex tip not retracted prior valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.